Manufacturer narrative:
The lvad pump where the deposits were seen (B)(4), was in use for 44 day at the time of the event (from (B)(6) 2022 to (B)(6) 2022).

Event description:
Berlin heart was informed by the clinic that a patient that was implanted on (B)(6) 2022 in the lvad configuration had an adverse event on (B)(6) 2022. The clinic reported that the patient developed left sided weakness and there were deposits noted in the outflow cannula. As the site was preparing for a pump exchange, the deposits disappeared. The patient was fully anticoagulated with coumadin, aspirin and plavix. The clinic reported that a day and a half later, the patient's left sided weakness got worse. The site did a head CT scan which showed an infract in the right mca which was not amenable for intervention. The follow up head CT was the same and without hemorrhagic conversion. The patient is still on anticoagulation.